Manufacturer narrative:
E.1: (B)(6) based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user reports notes she was on a 23 day cruise in december and said she had uti symptoms and had to get off the ship in the (B)(6) to buy antibiotics (as there she could purchase them without a prescription). Her symptoms never cleared with those, and she had to follow up with her md at home and had to be placed on 1 very strong antibiotic she had to take "3 different doses" of. She said she is resistant to many antibiotics as she has delt with recurrent utis in the past and even had to be on prophylactic antibiotics daily in the past. She said she followed up with her md recently and she has fully cleared the infection. No additional information was provided. This emdr covers the unknown number of catheters with unknown lot numbers of the same catheter associated with the uti.

Manufacturer narrative:
Investigation: this complaint has been evaluated as a type 6 case. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741.

Event description:
To date no additional patient or event details have been received.